Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the user experienced inaccurate dexcom g7 continuous glucose monitor (cgm) readings, with the ilet displaying blood glucose (bg) as low as 39 mg/dl while finger stick readings confirmed blood glucose (bg) was 197 mg/dl after treatment with cranberry juice. The user later recorded a highest blood glucose (bg) of 327 mg/dl. Multiple recalibrations were performed, and the user transitioned to blood glucose (bg) run mode after removing the faulty sensor. A full supply change was completed to ensure insulin delivery, and corrective dosing from the ilet gradually brought blood glucose (bg) down. The final confirmed finger stick was 116 mg/dl. Blood glucose (bg) was corrected through recalibration, entry of finger stick values, and corrective insulin delivery. No symptoms, outside assistance, or medical intervention were reported at the time of call.